Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was reported as due to the violent vomiting episode the patient sustained the day prior to the peritonitis diagnosis. The patient reported the force of the vomiting pushed bacteria into the patient's peritoneum. Twelve days after diagnosis of the peritonitis, the patient was hospitalized for the event. The patient received intravenous vancomycin treatment for three days while hospitalized and after discharge (dose and frequency not reported). While at home, the patient continued treatment intraperitoneally (dose, frequency and duration unknown). At the time of this report the patient was recovered from this peritonitis event. Pd therapy was ongoing. No additional information is available.